Manufacturer narrative:
The insulin pump was received with intermittent button response during testing due to flattened dome switch on the up arrow button and act button. The insulin pump also received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Territory manager reported via phone call that the act button on the insulin pump is sinking in and it is hard to push; the customer has to push it multiple times to get a response. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.